Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s usb connector was defective. The flash drive was not detected, the flash drive did not fit tight enough in the universal serial bus (usb), connector on the micro processor unit (mpu), board. The usb connector was adjusted. It was also determined at analysis that the stylus tip was broken the stylus was not working. There was no paper in the paper tray. The cord bay and both latches were broken, and the logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s usb connector was defective. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.